Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was recorded at 300 mg/dl due to the issue. The customer had not yet addressed the high blood glucose, but the mother intended to use multiple daily injections (mdi) to correct it. Technical support assisted the caller in resetting the pump but the malfunction recurred, leading to a decision to replace the pump. A replacement pump with updated software was sent to the customer, and training was made available. The customer acknowledged the instructions for returning the faulty pump and the steps to take with the new pump. The customer reverted to an alternate method of insulin therapy.